Event description:
In 2007, this patient underwent endovascular repair using gore excluder aaa endoprostheses. It was reported that the patient's aortic diameter at the level of the renal arteries was small, resulting in a proximal type I endoleak. Four months later, the patient underwent a successful reintervention using a palmaz stent.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.